Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 8/28/2015. The fse replaced the fluid pump assembly for the g7. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was failure of the fluid pump unit.

Event description:
On (B)(6) 2015 a customer reported the fluid pump leaking with their g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.